Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an encore inflation device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure used in the biliary duct performed on (B)(6) 2018. According to the complainant, during preparation, the balloon was attempted to be inflated; however the balloon burst. Reportedly, it was unable to be confirmed if the encore inflation device caused the burst. The procedure was completed with another encore inflation device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.